Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis on a laparoscopic low anterior resection, the device had a poor staple formation. Staples did not form b-shape. They resected and re-stapled the staple line. Another device was used to complete the case.

Event description:
According to the reporter, during anastomosis on a laparoscopic low anterior resection, the device had poor staple formation. The staples did not formed in b-shape. In addition, it was noted that the anvil did not tilt after firing. The surgeon resected and re-stapled the staple line to fix the issue. Another device was used to complete the case.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscopic examination of the device displayed nicks on the knife blade. In addition, a deep knife impression and the ring was received completely severed. The wing nut could not be rotated. Further inspection noted that the extension knob pin was pushed out of position, preventing the wing nut from rotating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition of poor staple formation. However, probable causes could be attributed to the instrument being applied against an excessive amount of tissue during the clinical application. Additionally, the investigation detected a unreported condition of the wing nut not being able to rotate. This is an expected condition after firing caused by the extension knob pin moving, leading to wing nut get ting stuck; that is why it is a single use device as indicated because failure may occur. This may also occur due to application of the device over thick tissue, which can apply force causing the extension knob pin to move. No further actions have been deemed nec essary at this time. If information is provided in the future, a supplemental report will be issued.